Event description:
The customer stated that one patient sample generated higher than expected results for the architect ca19-9xr assay. A result of 366.2 u/ml was suspected and repeated at 495.2 u/ml. A month later, the patient had a result of 16.4 u/ml. The patient had a previous result of 12.8 u/ml one month earlier. No impact to patient management was reported.

Manufacturer narrative:
Product evaluation is in process and the results will be submitted in a follow-up report.

Manufacturer narrative:
(B)(4). This report is being filed against an ex-us product ((B)(4)) that has a similar product distributed in the us ((B)(4)). Product evaluation is in process and the results will be submitted in a follow-up report.

Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. Accuracy testing was completed for lot 14780m500 and testing meets acceptance criteria. The trend review identified normal complaint activity for the issue under investigation. Based on the evaluation results, no malfunction was identified related to this issue since this issue is limited to a single patient sample and troubleshooting was not completed.